Manufacturer narrative:
Device is available for evaluation; however, it has not been received by the MFR.

Event description:
During a rotator cuff repair the needle broke as it was being passed through the cuff. As the needle came through, it was noticed that the tip was missing. They brought in a c-arm to locate the broken tip, but was unsuccessful. Sales rep indicated the cuff thickness was average. There were four passes with this needle. The needle was not reused; the surgeon used another elite pass to complete the procedure. Sales rep indicated, he will send in the device (minus the tip) for evaluation.